Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a promark apex locator gave incorrect measurements; no injury occurred.

Manufacturer narrative:
The device was evaluated and found to be within specification.